Event description:
The customer reported that she was in the hospital with high blood glucose levels. No blood glucose reading was reported. The customer stated that the insulin pump was removed by the hospital staff, and the battery was removed. Unable to troubleshoot at the time of the call due to the insulin pump not having any power. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.